Event description:
The patient had an MRI; the pump was not check following the MRI. Approximately two weeks later, the pump was interrogated and showed that a motor stall had occurred the date of the MRI and had not recovered. The patient was continuing to get good relief of symptoms. The pump was updated and the patient was sent home. They did not do a final confirmation that a motor stall recovery was documented in the logs; they planned to bring the patient back to the office and reread the logs to confirm the recovery was documented in the logs. The pump was used to deliver morphine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.